Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not identify any nonconformances. Functional testing identified a leak, confirming the reported condition. A crack was identified on the air vent. The cause of this condition was determined to be a manufacturing issue. The assembly process was updated and awareness was communicated to the involved personnel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(6).

Event description:
It was reported that vented paclitaxel set had a leak in the air vent area while it was being used. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.